Manufacturer narrative:
Additional, corrected, and/or changed data: h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a xen® quality complaint described as "the slider was not moving freely. Doctor called it a 'sticky slider'." No patient contact made or injury noted. Surgery was completed with backup.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Facility name: - (B)(6).

Event description:
Healthcare professional reported a xen® quality complaint described as "the slider was not moving freely. Doctor called it a 'sticky slider'." No patient contact made or injury noted. Surgery was completed with backup.